Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/20/2024, it was reported by a sales representative via email that the button from an ar-2372blo knotless ac tightrope open repair implant fell off the inserter tip. The 3.7mm drill pin was drilled through both cortices of the clavicle and coracoid. This was confirmed with fluoroscopy. Before the open knotless ac tightrope was introduced, the knurled knob on the top of the inserter was tightened. Fluoroscopy images were taken repeatedly to line up the inserter with the prepared drill hole. The inserter was introduced into the clavicle using light taps with a mallet to get it through the clavicle. When the inserter exited the clavicle, the surgeon took an x-ray to confirm they were in axis with the drill hole on the coracoid. It was noticed that the button was tilted to the side. The surgeon tried to remove the inserter to correct the button and start over again. When the surgeon pulled back on the inserter, the button fell off the tip of the inserter. The tightrope was removed, but the button could not be straightened. The surgeon's concern about using the same implant was that the button would fall off again or it would bend further before they could reach the coracoid. So, the case was completed using a newar-2372blo knotless ac tightrope open repair implant. The tightrope was tightened to reduce the ac joint was reduced successfully. There were no adverse events. This was discovered during a procedure on (B)(6)2024.

Manufacturer narrative:
Additional information: b5. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 12/6/2024: the surgery took place on (B)(6) 2024. The case was completed using another ar-2372blo knotless ac tightrope open repair implant. The case was delayed about fifteen minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes misaligned insertion, and/or prying or levering the device. The complaint allegation was confirmed based on the customer's attached picture, in which the device was displayed with the button on the inserter shaft's tip but not fully seated.